Event description:
Caller states, the patient tested 2.2 inr on coaguchek system 1 and 3.0 inr on coaguchek system 2. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.